Manufacturer narrative:
Summary of evaluation: functional test with two acceptable outer shells revealed the returned insert seated and locked tightly in both shells as intended by design. The reported looseness could not be duplicated. Section f1-14: has been completed by the MFR. Info has been requested from the user facility and is unobtainable.

Event description:
The insert would not seat properly in the acetabular shell. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.